Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on an unk date. A different doctor found that the sling was "misdirected and was found to be a trans-vulvar passage". The sling was explanted during a second procedure. No further info was provided.